Event description:
An implanted plate broke post operatively. The plate and the six screws were explanted.

Manufacturer narrative:
Inspection records were reviewed and no anomalies were found. Visual examination of the screws showed screw head wear consistent with normal screw insertion. Screw shaft threads appeared damaged. Add'l mdrs associated with this event: 3025141-2014-00123: plate, 3025141-2014-00124: screw 1, 3025141-2014-00125: screw 2, 3025141-2014-00126: screw 3, 3025141-2014-00128: screw 5, 3025141-2014-00129: screw 6.